Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump piston was stopping at the load reservoir process and initially was not loading. Troubleshooting was completed, but the customer stated the load reservoir process was not functioning occasionally during troubleshooting. The customer alleged insulin pump under delivery as using the insulin pump did not lower their blood glucose levels. The insulin pump passed the displacement and high pressure tests. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.